Event description:
Connection issues were reported during the implant attempt of the subject pacemaker. After tightening the screw in the ventricular channel, the physician noticed that the lead wasn't fixed to the connector port while the screw was completely screwed. The physician repeated the procedure with the same result: the lead wasn¿t connected to the pacemaker. The subject device was not implanted.

Event description:
Connection issues were reported during the implant attempt of the subject pacemaker. After tightening the screw in the ventricular channel, the physician noticed that the lead wasn't fixed to the connector port while the screw was completely screwed. The physician repeated the procedure with the same result: the lead wasn't connected to the pacemaker. The subject device was not implanted.